Manufacturer narrative:
Surgical intervention. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure => no information. Date of index surgical procedure => first procedure date is (B)(6). Reoperation date is (B)(6). Diagnosis and indication for the index surgical procedure? => removed suture (stratafix) with making an incision about 10 cm, washing of the wound and re-sutured. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? => no information. What was the location of the suture breakage (i.e., middle, end)? => no information. Was there any precipitating stress factor for the suture breakage? => yes. On the day when suture breakage occurred, the patient began to move his neck. The doctor said that it may have cut due to the muscles movement. What were current symptoms following the index surgical procedure? => no information. We are checking the details now. Other relevant patient history/concomitant medications => no information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? => no. What is physician¿s opinion as to the etiology of or contributing factors to this event? => the surgeon suspects that stratafix is not suitable for areas where range of motion is large and high tension is applied, it may have cut due to the muscles movement.

Event description:
It was reported that the patient underwent a posterior cervical spinal fusion procedure on (B)(6) 2017 and barbed suture was used. During the primary operation, the fascia at the neck was sutured using the barbed suture continuous suturing. On (B)(6) 2017, the patient began to move his neck, the patient then heard a sound and felt pain and suture breakage occurred. The doctor opined that it may have cut due to the muscles movement. At that time, the patient was under the follow-up observation in the ward. On (B)(6) 2017, the removal operation of affected suture was performed by making an incision about 10 cm. It was observed that some of the anchors on the suture had been lost, therefore it was supposed that the anchors had not functioned properly. During the reoperation, it was noticed that only the fascia had dehisced. The affected surgical site was cleaned and reclosed with a different suture. The surgeon opines that the barbed suture is not suitable for areas where range of motion is large and high tension is applied. The patient is currently in the hospital getting better. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation: a used suture piece of product code sxpp1a301 was retuned for analysis. During the visual inspection of the suture, body fluids along of the strand, damaged barbs and the fixation tab broken could be observed. In addition, the barbs presented degradation due to the use and exposure to the environment. As stratafix¿ symmetric pds¿ plus device is absorbable and the sample was returned opened the time of exposition to environment cannot be determined and no additional test could not be performed. According to the sample condition, we are unable to investigate further to the issue of breakage suture ¿ postop and barb non-engagement. Additional information was requested and the following was obtained: please clarify quantity involved: was 1 suture involved ? => yes. 1 suture was involved. Was the reoperation date oct 27 or oct 31? => oct 31. Is the issue related to barb non-engagement in tissue? => no information.